Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) system was suspected of delivering inappropriate shocks and electrogram (egm) review was requested. Two ventricular episodes were reviewed and the rhythm appeared 1:1, but it was noted that the ventricular fibrillation (vf) zone was determined by rate only. Additionally, the delivered shocks did break the rhythm for both episodes. The patient reported feeling shortness of breath for a few weeks and the episodes have been occurring with increasing frequency since the start of february. The health care professional (hcp) noted that cardiology was aware of the situation. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.